Event description:
A cardiomems device was implanted in standard fashion and confirmed to be in correct position with pa tracing. The device was noted to have migrated to the rv subsequently. FDA safety report ID # (B)(4).